Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak inside the flow cell compartment area and shift in carbon dioxide (co2) qc results generated by the synchron cx3 delta clinical system. No erroneous results were reported outside the laboratory and no operator exposure during this hardware failure. The customer indicated that there was no affects on patient treatment because the issue was caught by observing the qc shift results.

Manufacturer narrative:
A field service engineer (fse) visited and performed routine repairs. Fse discovered that the co2 acid port (line 57) was disconnected at the flow mixer. Reconnected the line, which resolved the leaking issue. Fse also replaced the co2 electrode and membrane and recalibrated co2. After repairs, qc met specifications and recovery was improved.